Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for the call was a charging frequency concern. The patient rep reported the patient had to charge almost every day. It started probably in the last few months. The patient made no changes to settings. When charging, the patient was not getting any messages and patient charged to full. The patient usually lays in bed and charges ins in the morning. Reviewed charging frequency depends on usage and settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.